Event description:
Reporter indicated a vns pt was having increased seizures on (B) (6) 2009 and the vns was not at end of service at the time. Vns diagnostics were also normal and indicated the intended therapy was being delivered. Klonopin medication was added and the vns "off" time was increased from 1.1 minutes to 0.8 minutes as interventions for the increased seizures. On (B) (6) 2010 the reporter indicated the vns was at end of service and generator replacement was completed on (B) (6) 2010. A battery estimate performed on (B) (6) 2010 yielded (-)0.91 years remaining, indicating likely end of service. All attempts to the reporter for add'l info regarding the etiology and the severity of the seizure increase in (B) (6) 2009 when the vns end of service was "no" have been unsuccessful to date. Attempts for return of the explanted generator are in progress.